Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: extension: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) system was explanted on (B)(6) 2013 due to infection. [Note: manufacturer's device registry indicates an explant date of (B)(6) 2013]. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, the stimulator was going to be replaced. The patient had a spinal fusion that was deteriorating and his spinal column was deteriorating as well. During the removal process, the physician found some sort of growth on it and they had to remove everything. Of note, the company's registration system notes the removal on (B)(6) 2013. The patient did not plan to have devices implanted again.